Manufacturer narrative:
The field service technician on site found the foot controller cable shorted out causing a system shutdown. The foot controller was replaced and the system is working within limits. A review of the device history record (DHR) did not find any non-conformities or anomalies related to the reported event. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is complete.

Event description:
A user facility in canada reported their system shut down intermittently. There was no reported patient impact.